Manufacturer narrative:
¿Review of the pump module error logs confirmed the software failure was present in the logs. ¿reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. ¿functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. ¿replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. ¿review of the pump module error logs confirmed the software failure was present in the logs. ¿reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. ¿functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. ¿replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device experienced a channel error. There was no reported patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device experienced a channel error. There was no reported patient involvement.